Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported events of a type 1a endoleak and aneurysm sac growth. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined due to a lack of the comparative imaging. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with strata.

Event description:
Additional information received confirming that re-intervention has not been completed for the patient, as was previously reported. In addition, clinical assessment confirmed that the reported type I endoleak is a ia (proximal) leak.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 5.5 years post initial procedure, the patient presented with an enlarged aneurysm sac (5.6cm) and a type I (a or b) endoleak at routine follow-up. However, the exact date of event is unknown. The physician elected to re-intervene, however, the secondary procedure details are currently unavailable. There have been no additional patient sequelae reported.